Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 02 2007. Evaluation summary:the customer reported issue was confirmed. Inspection of the device found that the main batteries were depleted and potentially damaged. The main batteries were replaced during service. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
The facility representative reported that the pump's batteries need to be replaced. Information was not provided regarding whether or not the failure occurred during patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.